Event description:
In the pt reported that at 5:33 pm she had an elevated blood glucose reading of "hi". She called her doctor who advised her to take 10 units of insulin via injection. She said she took 5.5 units of insulin since she is still wearing her infusion device. She stated she noticed some air bubbles in her cartridge earlier today and she thinks she may have forgotten to bolus for her breakfast. Her current reading is 533 mg/dl. Symptoms are dry lips. She stated she currently does not see any air bubbles. On follow up with the pt the next day, she said she called her doctor after the report and was advised to inject 10 units of insulin and switch to her backup infusion device. She stated she delivered 6.0 units of insulin via her infusion device and her blood glucose decreased to 369 mg/dl. She said she woke up this morning with a reading of 401 mg/dl and after breakfast her reading was 445 mg/dl. She said she had difficulty in removing an air bubble that was a 1/4 inch in diameter. She requested assistance in switching to her backup device. She was assisted with successfully setting up her backup device and placing it in run. On further follow up six days later, the pt stated she has had elevated blood glucose readings today ranging from 202-362 mg/dl. She stated her readings were the result of forgetting to take a bolus. She said her blood glucose levels have improved since switching to her backup device. The infusion device was replaced and requested to be returned for eval.